Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator indicating that the device will not pass functional tests. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the charge button. The field service engineer replaced the processor board pca and the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the 'load button' item of the functional check failed. There was no reported patient involvement.